Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient was admitted for congestive heart failure exacerbation and supraventricular tachycardia, underwent cardioversion, and was initially transferred to telemetry. Due to worsening cardiogenic shock, the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va-ECMO) on (B)(6) 2025 (4 days prior to impella support), subsequently weaned from vasopressor and inotropic support, had diuretics discontinued, and was supported with a femoral intra-aortic balloon pump (iabp). Four days later, escalation to impella support was planned. On (B)(6) 2025, the patient was taken to the cardiovascular operating room for implantation of an impella 5.5 (pump 1). A 10-mm graft was anastomosed to the right axillary artery, and impella 5.5 advancement was attempted under fluoroscopic. The procedure was aborted due to suspected calcification of the axillary artery, and the impella 5.5 was not implanted. An impella cp (pump 2) was subsequently implanted and following this implant, the patient became hypotensive with low mixed venous oxygen saturation (svo2). Dobutamine was initiated and escalated without improvement and was associated with arrhythmia, requiring multiple cardioversions. The right hand was noted to be dusky with low flow. The patient required multiple defibrillation shocks. Plans were made to escalate support with a left axillary impella 5.5, and the impella cp was explanted on (B)(6) 2025. An impella 5.5 (pump 3) was implanted and maintained through (B)(6) 2025. On (B)(6) 2025, nursing staff reported increasing vasopressor requirements, administration of multiple blood products and fluids, and concern for possible sepsis. Nephrology adjusted continuous renal replacement therapy (crrt). The following day on (B)(6) 2025, interrogation of the patient¿s implanted cardioverter-defibrillator revealed frequent episodes of atrial fibrillation with rapid ventricular response, requiring cardioversion with an external defibrillator. On (B)(6) 2025, the patient developed sustained ventricular tachycardia overnight, receiving one ICD shock and one external defibrillation at 100 joules, resulting in conversion to a paced rhythm. The patient received an amiodarone bolus and remained on continuous infusion. Labs revealed an elevated plasma-free hemoglobin of 189, increased from the prior day. Central venous pressure was reported as 10 mmhg, and the left ventricular pressure on the automated impella controller was reported as ¿31 mmhg, raising concern for possible impella positioning. Echocardiography was pending and possible impella pump repositioning (echo results and if the impella was repositioned are unknown; no further details were noted on this). Impella 5.5 and va-ECMO support were continued. Subsequently, impella support was withdrawn overnight. No additional details regarding the exact timing or circumstances of withdrawal or patient outcome were noted. Based on the information at hand, the aborted implantation of impella 5.5 (pump 1) was attributed to patient anatomy, specifically suspected axillary artery calcification. This a malfunction type of reportable event. The adverse events observed during impella cp (pump 2) with no device malfunction is a serious injury. Regarding impella 5.5 (pump 3) support, there were recurrent atrial and ventricular arrhythmias, rising plasma-free hemoglobin, and concern for possible device positioning were noted. There is not enough evidence to exclude the impella 5.5 pump 3 as an association factor to the patient's outcome. However, patient's underlying condition contributed most to the outcome (advanced heart failure progression). The event story involves three product complaints mpella 5.5 - MDR 1220648-2025-47536: malfunction impella cp pump 2 - MDR 1220648-2025-47828: serious injury impella 5.5 pump 3 - MDR 1220648-2025-48483: death.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: based on the case review, the patient underwent surgical placement of a left axillary impella 5.5. Due to the timing of the case, it is unclear whether there was clinical improvement following the intervention. Ultimately, care was withdrawn, and the device was disposed of in accordance with hospital policy.

Manufacturer narrative:
H6 added health effect - impact code and added code b13 to type of investigation codes as they were omitted from the initial report that was submitted. H10 related report numbers were added. Investigation summary: the investigation has been completed. No product was returned for investigation. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Ischemia/ arrhythmia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient was escalated from a intra-aortic balloon pump to a impella 5.5 to continue with heart failure work up. However the first attempt to place a impella 5.5 (serial number (B)(6) was aborted due to suspected calcium within axillary artery. Impella cp was placed. During cp support it was reported that the patient became hypotensive with low central venous oxygen saturation (sv02), started dobutamine and increased dose when no improvement was shown, however precipitated arrhythmia. The cp was placed in the right axillary and patient's right hand was dusky with low flow. Shock x5 and patient was placed on another impella 5.5 (serial number (B)(6). This report is for the second pump (serial number (B)(6). Additional reports will be sent for the 1st and 3rd pumps.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.